Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that due to the fault codes, device explant is recommended. The caller stated that the device will not be explanted due to patient condition and requests for no further treatment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert had been generated for this system for remote monitoring being disabled due to limited battery capacity. A review of the remote monitoring data revealed that defibrillation therapy had been programmed off due to the patient being in hospice and a fault code (fc) 1004 and 1007. No adverse patient effects were reported.